Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and button are harder to press. Customer's blood glucose level was unknown. Customer also stated that insulin pump had random and unexplained no delivery. The device will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. After installing the battery tester, the device shows failed battery test due to corroded battery tube compartment noted. Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime or a33 test, excessive no delivery test. The motor was tested outside the device and passed. Unable to verify no delivery or occlusion alarm. (B)(4).